Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by the facility technician. After a machine inspection, it was noted that an unspecified silicone connector appeared to be worn due to age. A service history review was performed and found that the device has been serviced within the last 24 months for a similar issue of leakage. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the connector failure was determined to be related to age and wear, and the part was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during an unspecified process step. There was no patient involvement. No additional information is available.